Event description:
The customer reported that while on a pt the ventilator alarmed visually and audibly "low volumes and low pressure" and in the monitor for vte there was no volume reading. The ventilator was removed from the pt and the pt was placed on another ventilator. There was no harm to the pt. The customer is not able to duplicate this problem on a test lung, only when the ventilator is on a pt.

Manufacturer narrative:
(B)(4). The carefusion field svc tech evaluated the ventilator at the user facility and found that the blender regulator was leaking. The tech replaced the regulator and performed ventilator performance testing. The ventilator performed according to manufacturer specifications.